Event description:
It was reported that the customer experienced sensor reading discrepancies. The sensor was reading 46 mg/dl and the insulin pump shut off. Blood glucose value was 127 mg/dl. Customer removed the sensor and the cannula was bent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.